Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not yet indicated if the product is available for return at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-04728, 0001825034-2017-02570, 0001825034-2017-02573, 0001825034-2017-02574,0001825034 - 2017 -02575. Concomitant medical devices-comp primary stem 10mm catalog#:113630 lot#: 380720, arcom xl 44-36 std hmr catalog#: xl-115363 lot#:599560, comp rvs tray co 44mm catalog#:115370 lot#: 612400, comp rvrs shldr glnsp std 36mm catalog#: 115310 lot#:626120, comp rvs 3.2mm drill catalog#:405883 lot#:641990, comp rvs 2.7mm dia drl catalog#:405889 lot#: 817800. Comp. Rev shldr 9 in steinmann catalog#:405800, lot#:641900, stn pn thd tip .125x2.5in 2pk catalog#:406669 lot#:623560, comp rvrs 25mm bsplt ha+adptr catalog#: 010000589 lot#: 983930, comp lk scr 3.5hex 4.75x20 st catalog#:180551 lot#:919640, comp lk scr 3.5hex 4.75x25 st catalog#:180552 lot#:039070.

Event description:
It is reported that the patient underwent a left reverse total shoulder arthroplasty revision procedure approximately six (6) months post-operatively due to severe bone loss and an unattached coracoid process. The glenoid components, humeral tray, humeral bearing and screws were removed and replaced. A custom glenoid device was implanted for the patient's condition. No additional patient consequences were reported.